Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device does not always trigger the e4 error (occlusion error), resulting in elevated blood glucose levels. The customer checked the error log of the pump, but did not find the error listed.